Event description:
Pump received a service facility with a note stating "excessive occlusion pressure". It is not known if the pump was in clinical use. No pt injury was reported. No add'l info was able to be obtained regarding the occurrence.